Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305127 and lot number 2021709. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that while using the bd safetyglide¿ needle it was occluded. The following was provided by the inital reporter verbatim : customer reported had issues with two sizes of needles clogging while giving injections. Our main example is when we are giving 1 ml injections and it will stop at around 0.25-0.3 ml left. We then take the needle off, put a new needle on, re stick patient, and are able to push the last bit of med through the syringe. This has happened multiple times to multiple staff members.

Event description:
It was reported that while using the bd safetyglide¿ needle it was occluded. The following was provided by the inital reporter verbatim : customer reported had issues with two sizes of needles clogging while giving injections. Our main example is when we are giving 1 ml injections and it will stop at around 0.25-0.3 ml left. We then take the needle off, put a new needle on, re stick patient, and are able to push the last bit of med through the syringe. This has happened multiple times to multiple staff members.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.